Event description:
It was reported that the 9800 system had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer upgrade kit and software were installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.